Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. Device label code: 1738. The iab was received intact for evaluation with the membrane noted to be completely unfolded. Blood was noted only on the exterior of the iab. The sheath was noted to be kinked. No leak was ofund in the iab. The balloon pumped satisfactorily on the laboratory system 90 at 80 and 160 bpm. No alarms were triggered. Probable cause of difficulty: no defect was found in the returned device. The physical condition of the returned iab is not quite consistent with that of an iab in which difficulty was removing the device from the patient. Unfortunately, it is not possible to determine the exact reason for the encountered problem. Difficulty removing the iab from the patient may be attributed to one or more of the following: a kink in the catheter tubing trapped helium in the membrane preventing it from fully collapsing under normal arterial pressure allowing for easy removal of the balloon from the patient. The patient's anatomy (tortuous vessels). During iab removal, the membrane became "bunched" at the sheath tip causing increased resistance during iab removal.

Event description:
When the iab was removed, a negative pressure was drawn with a syringe and difficulty was encountered removing the iab. The contact stated that the membrane folded up over the tip when the iab was removed, and the pt's artery got torn. Pressures were applied to the artery and the pt's current status is "ok". No leak was noted during iabp.